Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. It was reported that the patient had an increased intra-peritoneal volume (iipv) event. An internal and external visual inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. A device history record review was performed and did not confirm the reported issue. The reported iipv event was identified in the event history log. The cause of the iipv event was determined to be a false empty detect during the initial drain. Initial drain volume setting requirements for therapy were met based on the patient's last programmed fill volume. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced an increase intra-peritoneal volume (iipv) event on the homechoice device during peritoneal dialysis therapy. The patient had an ultrafiltration reading of 3000ml. There was no injury or medical intervention indicated at the time of the report. No additional information is available.